Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is not currently available.

Event description:
On (B)(6) 2018, the reported device was used for the synovial resection during screw removal surgery after hto. After the surgery, the surgeon recognized that the probe tip was broken and remained in the patient¿s body. Then, the broken fragment was removed from the patient¿s body when the surgeon performed additional removal surgery later. It was brand new and the first use when the issue occurred. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. It was observed that the tip of the electrode had been separated into two separate pieces from the body of the device. This complaint can be confirmed. There is no specific root cause that could be determined at this time, however a possible root cause could be that the electrode was pressed against the bone which caused the tip to break. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. One unrelated ncr was found that would not have contributed to the reported failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Date received by manufacturer of follow-up 1 should be november 12, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.